Manufacturer narrative:
UDI number: na

Event description:
The recipient reportedly experienced an infection at the implant site which resolved with antibiotics.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection is reportedly not device related. This is the final report.